Event description:
Pt was found unresponsive and pulseless. Telemetry and pulse oximetry did not alarm. Code called. Pt on trach. Pronounced deceased at 16:58. It is uncertain if there was a malfunction or if it was not on. ECG/respiration transmitter approx age = 2005, 3 yrs.